Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the device pocket has been closed, the atrial lead was not capturing at maximum outputs. In addition, the atrial lead impedance measurement was high/undefined. The lead tested within normal limits through the analyzer, however the decision was made to explant and replace the lead. After the lead replacement, the new lead also showed out of range parameters. It was noted that no clicking sound was heard when the setscrew was tightened on the implantable pulse generator (ipg). The ipg was disconnected and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.